Event description:
Caller reported lancet protruding from softclix plus lancing device cap. No adverse event reported. A request was made for the return of the device and lancets, replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.